Event description:
It was reported that the patient's daughter believed one of the implantable neurostimulators turned off. The patient was having a hard time moving and had slowed down. The symptoms began the day prior to report. The patient programmer would not communicate with the ins. The patient had an appointment scheduled for (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748240, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748240, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3389-40, lot # j0333665v, implanted: (B)(6) 2003, product type lead; product ID 3389-40, lot # j0333953v, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
Additional information received reported that the event was attributed to the implantable neurostimulator (ins) and that the cause of the event was unknown. It was noted that there were no abnormal impedance measurement results. It was further noted that on (B)(6) 2013 the ins was turned on.

Manufacturer narrative:
Product ID: 7426 lot# serial# (B)(4), implanted: 2009 (B)(6), product type implantable neurostimulator.

Manufacturer narrative:
(B)(4).